Event description:
--

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had twiddler's syndrome which resulted in the lead dislodging. A revision procedure was performed and the lead was explanted. No further adverse patient effects were reported.